Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v into patient's eye and the haptic tore off. The surgeon enlarged the incidison to remove the lens and replaced it with another lens model. A suture was used to close the wound. The reporter stated that the lens haptic got damaged due to the loading error.

Manufacturer narrative:
H6 evaluation a visual inspection of the returned product shows a portion of the optic and a haptic is torn off & the haptic is missing. The other haptic is torn off. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation PMA/ p900048